Manufacturer narrative:
Although the report that the maxzero sprayed liquid could not be confirmed because the set was not returned for evaluation. The customer provided a photo of an extension set model mz5304 with information that the package lot is 19076898. The two similar reported complaints are pr's (B)(4). The root cause was not identified as no product was returned.

Event description:
It was reported that when they flushed, the maxzero sprayed liquid on a patient in the (iccu). It appeared the liquid was coming from the maxzero connector itself. Although requested, there has been no patient impact outcome or further event information made available to date.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested patient demographics were not provided.

Event description:
It was reported that when they flushed, the maxzero sprayed liquid on patients in iccu. It appears the liquid is coming from the maxzero connector itself. This is file 1 of 3.